Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was symptomatic prior to receiving several shocks from the implantable cardioverter defibrillator (ICD) device for what the physician deemed to be supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.